Event description:
It was reported that during es2 surgery, the k-wire could not be removed from the screw after insertion of the screw to s2ai. After that, surgeon removed both the k-wire and the screw, and inserted the other new screw. There was 5 minutes delay in the surgery.

Event description:
It was reported that during es2 surgery, the k-wire could not be removed from the screw after insertion of the screw to s2ai. After that, surgeon removed both the k-wire and the screw, and inserted the other new screw. There was 5 minutes delay in the surgery.

Manufacturer narrative:
Brand name: es2 integrated blade screw size s 7.5x80mm. No product issue related to the reported event was found with this product (xia precision k wire blunt), so this is a concomitant product. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the manufacturing records were reviewed and no anomalies were found. No new harms or hazards were found. Conclusion: the visual examination of the returned product revealed a deformed distal tip. The root cause of the reported event is not determined and/or multifactorial.